Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. The reporter alleged that the up arrow, down arrow and ok keypad buttons were under responsive. It was noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned, and it was evaluated by product analysis on (B)(6) 2014 with the following findings: the initial complaint of a tactile change issue could not be investigated due to an unrelated no-power issue. Visual inspection showed that the keypad cover was free of damage, and evidence of moisture ingress was observed behind the display lens. The pump failed a leak test due to a battery compartment leak. The keypad cover was removed and evidence of moisture contamination was found on the key contacts. The pump cover was removed and evidence of moisture contamination was found on internal components related to keypad and other functions. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.